Event description:
A peritoneal dialysis nurse (pdrn) contacted fresenius technical support to report the liberty cycler is alarming with an m30 balloon valve leak alarm during step 5 of setup. Patient was not connected during incident. Patient rebooted the clinic training cycler and message reoccurred in step 5 again. Patient also encountered a not enough supply bags for total treatment message in step 3 of setup after reboot. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Upon patient follow up, it was determined that there were no patient involvement on the day of the reported event. No patient serious injuries were experienced, and no medical intervention was required. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. A system air leak test, valve actuation test and simulated treatment pre-accelerated stress test (ast) test passed. During an internal inspection of the returned cycler it was found that there were signs of internal short on the t1 transformer of the inverter board. There were no other visual discrepancies found during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.